Event description:
Teleflex iabp- model iab-06850-u, serial # redacted. Device became disconnected at sterile sheath and removed from sheath site approx 8 inches at 1155 and ultimately device had to be removed from patient. Patient was repositioning independently in bed during time of displacement. Iabp removed at bedside by attending.